Event description:
It was reported that during surgery, it was found that the cement set too quickly (within 8 min). The mixing time was 8 min using 4 packs. No vacuum mixer was used. The operating room temperature was at 22 c. These cements were stored at the hospital at 26 c (duration unknown), and prior to that, they were stored at the dealer for a certain while (duration and the temperature are unknown).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.